Event description:
It was reported that the patient presented to the hospital for a scheduled generator change. The right atrial (ra) lead had a known history of noise, and device interrogation prior to the procedure confirmed ra lead noise oversensing, resulting in several false mode switch episodes and noise events recorded. During the procedure, the physician visually observed degradation of the ra lead insulation. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.